Event description:
Sorin group (B)(4) received a report that the s5 roller pump did not start when the speed knob was turned. Hand cranking was used to maintain flow. A second attempt to initiate flow was successful. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. During functional testing, the device was run for 360 hours and no malfunction or deviation was found. The issue reported by the customer could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined.